Manufacturer narrative:
A ge representative evaluated the system and reseated the i.p and display adapter boards. The system is operating as intended. This MDR is related to ge healthcare (B) (4).

Event description:
The customer reported the left monitor is black with no image and right monitor has rolling video. No pt injury was reported.